Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote transmission reported invalid data. It was also reported that the patient is undergoing radiation therapy and there were no other abnormalities with the device. The device is still in use. No patient complications have been reported as a result of this event.